Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that falsely depressed sodium (na) and potassium (k) results were generated on a patient sample on a dimension exl 200 instrument. The quality controls (qc) recovered within ranges prior to the event; however, qc recovered low after the affected sample was processed. The customer replaced the salt bridge, sensor, x-tubing, and diluent and adjusted the pump rate. Next, the customer performed a condition and dilution check. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The customer shared that the sample probe tip was replaced. Once the sample probe was adjusted, the instrument returned to normal operation. The customer observed no further issues. Siemens concluded that the sample probe tip potentially caused the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed sodium (na) and potassium (k) results were generated on a patient sample on a dimension exl 200 instrument. The erroneous results were not reported to physician(s). The samples were processed on a point-of-care instrument and recovered higher than the erroneous results. The repeat results were reported to the physician(s), as the correct results. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na and k results.